Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately eight (8) years post initial implant, the patient presented with dilation of both common iliac arteries and sac growth of the left common iliac artery aneurysm. It is unclear if this event is related to the device or the patients anatomy. An intervention was completed. The physician elected to re-line the existing grafts with an afx2 bifurcated stent graft, a vela suprarenal aortic extension and a gore (non-endologix) branched device. Reportedly, patient is doing well.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the reported event of sac growth of the bilateral common iliac arteries (right=12.7mm left=28mm) due to remodeling of the iliac arteries. The event is most likely anatomy related. During clinical assessment it was determined that there was evidence to reasonably suggest a type ib endoleak of the left common iliac artery due to the sac growth had occurred. No procedure related harms were identified. The final patient status was reported to be doing well following a secondary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: h6: result remove code 3233. H6: conclusion remove code 11.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately eight (8) years post initial implant, the patient presented with dilation of both common iliac arteries and sac growth of the left common iliac artery aneurysm. It is unclear if this event is related to the device or the patient¿s anatomy. An intervention was completed. The physician elected to re-line the existing grafts with an afx2 bifurcated stent graft, a vela suprarenal aortic extension and a gore (non-endologix) branched device. Reportedly, patient is doing well. Additional information: during clinical assessment it was determined that there that a type ib endoleak of the left common iliac artery due to the sac growth had occurred.